Manufacturer narrative:
Other relevant device(s) are: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via the manufacturer¿s representative (rep), who reported they saw an error code on the recharger unit saying ¿it doesn't see either of my generators.¿ the rep spoke with the consumer over the phone and determined they were unable to connect to their implant with repeated attempts with the patient programmer (pp) or recharger, and it was suspected there was an overdischarge. The rep set-up a visit for march 3rd for a home visit as the consumer wasn't in any immediate danger and they were able to function fine. The cause of the overdischarge was a lack of recharging consistently. The rep met with the consumer on march 3rd and was unable to interrogate either implantable neurostimulator (ins) with tablet. The rep performed a reset of both devices which allowed both devices to recharge. After the left generator was charged it was interrogated with normal impedances and turned back on while the right implant continued to charge. Following meeting with the consumer the issue was resolved.